Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, when he changed the reservoir the piston went continued moving forward and insulin squirted out. Then the device alarmed compromised force sensor system. The device wasn't not bumped or dropped prior to the incident. The drive support cap was normal. Customer's blood glucose was 121 mg/dl during the time of the event. Customer was advised to discontinue use of the device and revert to back up pan. Customer agreed to return the device for analysis.